Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 6dec2018; international UDI # (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting, confirmed the reported issue and replaced the touchscreen. The issue was resolved and the ventilator was returned to service.

Event description:
It was reported that the touchscreen was not responding properly. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
B.4: 07dec2018. G.4: 07dec2018. Additional information: h8 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. H8 - usage of device added. H11. G1 - manufacturer contact office.